Event description:
The reporter stated the surgeon used a micl 13.2mm implantable collamer lens. The lens tore due to loading error. Unk if there was any pt contact. Reporter did not have any further info. Backup lens was implanted.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found piece of plate haptic torn off and missing. Lens was returned in liquid. Conclusions: based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).